Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from olympus: sampling date: (B)(6) 2022; sampling from: all channels ; cfu: >1cfu; bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating no pre-cleaning detergent is used. The channels were aspirated. The manual detergent is anios clean exel d and the manual disinfectant is anioxyde 1000. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using albyn medical manual brushes. The scope was not sterilized. The storage practice is using a simple cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii bronchofibervideoscope tested positive on september 19th for 1 colony forming units (cfus) of bacillus complexe cereus, 4 cfus of mushrooms sent to mycology, and 5-25 cfus of indicator micro-organisms. On september 26th, the scope tested positive for over 100 colony forming units (cfus) of bacillus complexe cereus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.